Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017. The customer's blood glucose level was unknown at the time of the incident. The customer's nurse stated that they were trying to bolus but the bolus feature was not working. The customer's nurse was assisted with troubleshooting for no delivery, with occlusion on both infusion sets as the cause. Customer's nurse was advised to change infusion set. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.